Event description:
Customer reportedly received results of 155 mg/dl and 55 mg/dl within 10 mins on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.